Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was not implanted due to phrenic nerve stimulation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the patient is stable and doing well afterwards.